Event description:
It was reported that when the external pulse generator (epg) was turned on the display was "garbled" and a message stating, "service needed." The epg is being returned to the manufacturer for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.